Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual, functional and occlusion tests were performed, and a defective ear clip and plunger sensor was found. The ear clip and plunger/barrel clamp sensor were replaced to fix the issue.

Event description:
The device was returned due to a complaint of system error. The results of the investigation found that the plunger sensor and ear clip sensor were not recognizing the syringe. There was unknown patient involvement and unknown patient harm/adverse event reported.